Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. As such, surgical intervention took place on (B)(6) 2020. During the procedure the lead was replaced with new leads. Intra-op testing on ipg port 9-16 showed high impedance with the new lead. As such, the ipg was also explanted and replaced with a new ipg to address the issue. Reportedly, the issue was resolved and therapy was confirmed post operatively.

Manufacturer narrative:
The reported issue of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.